Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that the device could not secure a cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the components for the locking mechanism had mostly been worn down due to misuse, abuse and /or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical surgical procedure, it was discovered that the motor device was not holding the ¿drill bits¿. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.